Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral herniorrhaphy repair with mesh. She had revision surgery 5 months post-operative. The patient experienced surgical revision, extensive adhesions, dense adherence to the bowel, fistula, and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced extensive adhesions, dense adherence to the bowel, fistula, recurrence, and mesh migration. Post-operative patient treatment included ventral herniorrhaphy repair with mesh, lysis of adhesions and removal of old mesh. On (B)(6) 2016 - new mesh implanted for repair, ethicon prolene.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced extensive adhesions, dense adherence to the bowel, fistula, recurrence, foreign body and mesh migration. Post-operative patient treatment included laparotomy, ventral herniorrhaphy repair with mesh, lysis of adhesions, bilateral transversus abdominis release component separation and removal of old mesh. On (B)(6) 2016 - new mesh implanted for repair, ethicon prolene.